Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had experienced vomiting and difficulty breathing while wearing the pod. Subsequently, patient was transported to the hospital via ambulance and diagnosed with diabetic ketoacidosis and "stomach flu." Patient was admitted to the intensive care unit and treated with intravenous delivery of fluids (6l), insulin, and a manual injection of an unknown medication. It should be known that patient has comorbidities, including graves' disease and a "thyroid problem." Also, patient had recently attended a funeral and was under stress. Patient's physician was unable to determine whether or not the omnipod system had played a role in the medical event, however, advised that it may be stress related.